Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient passed voiding on (B)(6) 2010. The physician has not seen the patient since (B)(6) 2011 (specifics unknown). All other information is unknown and unavailable.